Manufacturer narrative:
B6, b7: corrected. D3: manufacturing plant address, city, zip code, state, country: corrected. H6: investigation codes: updated. Investigation summary: parapac plus kit with internal peep and CPAP p310nus was sent in for "not releasing the breath" and was verified during demand inhibit functional test and visual inspection. Patient outlet connector was loose causing breathing problems. Loctite was applied to patient outlet connector and tightened to required torque specification. The device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not releasing the breath. There was patient involvement, and no patient harm/adverse event reported.